Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported condition of "problem with the machine" was confirmed. It was concluded that the fracture had likely been caused by a failure of the distal bearing of the attachment, which was observed to be loaded with a gummy contaminant that likely caused it to freeze up intermittently and lead to impingement of the burr. The contaminant was either left behind by ineffective cleaning of equipment, or it may have been an incompatible lubricant that was used on the device at the user site. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating there was a "problem with the machine" and that during two different discectomy surgeries that the 3mm fluted ball, 10 cm broke at the same place. The burr also broke after a couple of minutes at the very same place. No injuries occurred. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.